Manufacturer narrative:
The pipeline flex was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex device did not open during a procedure. The patient underwent embolization treatment for a giant ruptured saccular aneurysm located in left internal carotid artery. Measuring 24.87mmx13mm, landing zone distal 3.1mm proximal 5.05mm. The vessel observed severely tortuous. It was reported that the pipeline was released to the middle end, and there were twists and turns that could not be opened the pipeline. The pipeline was removed from the patient¿s body together with medtronic microcatheter. A new pipeline flex was deployed without issue and complete the procedure. Post-procedure angiographic imaging showed vascular smooth. There were no reports of patient injury in association with this event.

Manufacturer narrative:
The pipeline flex delivery system stuck within the catheter was returned for evaluation. The pipeline flex delivery system was then pushed out from the catheter lumen with force. A moderate amount of blood was observed inside the catheter lumen. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the pipeline flex braid fully opened and moderately frayed. Kinks and bends found on the pushwire near the proximal end. No defects were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. From the damages seen on the catheter body (accordioning), proximal wire (kinking/bending), pipeline flex braid (fraying) and hypotube (stretching); it appears there was high force used (pushing and pulling). It is likely these damages occurred when the device was attempted to be navigate through the catheter against resistance. It is possible that the ¿patient's severe vessel tortuosity¿ may have contributed to the failure to open an d resistance during delivery. Based on the analysis findings, the event descriptions, the reports of "failure to open", the complaint could not be confirmed as the distal and proximal ends of the returned pipeline flex braid appeared to be fully opened and moderately frayed. It is possible that the ¿patient¿s severe vessel tortuosity¿ may have contributed to the failure to open and resistance during delivery. From the damages seen on the catheter body (accordioning), proximal wire (kining/bending), pipeline flex braid (fraying) and hypotube (stretching); it appears there was high force used (pushing and pulling). It is likely these damages occurred when attempting to navigate the pipeline flex through the micro catheter against resistance. Per our instructions for use (IFU), the user should: ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.